Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been waking up with low blood glucose for the past 5 mornings. Customer began having unexplained low blood glucose on christmas eve morning. Customer stated that she has been eating and taking care of herself. Customer's blood glucose was 54 mg/dl. Customer treated with food. Customer stated that she had apple juice but she went to her health care professional. Customer stated that she never manipulates the reservoir while attached to the tubing. Customer stated that the reservoir was not manipulated while connected. Customer performed the displacement test and passed. Customer also mentioned that she woke up with blood glucose of 37 mg/dl on christmas eve morning.